Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary artery. A 3.00mm x 8mm nc emerge balloon catheter was advanced for dilation. However, during the inflation, the balloon ruptured. No patient complications were reported and the patient's status was fine.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary artery. A 3.00mm x 8mm nc emerge balloon catheter was advanced for dilation. However, during the inflation, the balloon ruptured. No patient complications were reported and the patient's status was fine. Returned product consisted of a nc emerge balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed multiple kinks along the whole device. Microscopic examination did not reveal any damages. There is blood present in the guidewire lumen and the balloon is loose. The device was inflated to rated burst pressure and could hold pressure for 5 minutes. Inspection of the remainder of the device presented no other damage or irregularities.